Event description:
During an interventional procedure to treat a calcified lesion in the right coronary, the bx sonic stent did not cross the lesion. The stent came off the balloon. There was no pt injury or no additional info was provided.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.